Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. A medtronic representative, following-up with the site, noted the registered nurse (rn) reported being able to calibrate the needle multiple times without issue, using the same suretrak2. The rn spoke with the surgeon and believes that the needle was flexing during the unsuccessful calibration. System appears to be functioning as expected. Suspect part not expected to be returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
A 510k now provided.

Event description:
A site representative, registered nurse (rn), reported that while in a cranial procedure using synergy cranial 2.2.6, the surgeon was unable to calibrate a silver suretrak2 on a gavian needle. In trouble-shooting, it was recommended the site calibrate the instrument, re-add the software suretrak tool card and re-start the navigation system - all were attempted without resolution. The rn noted that the gavian needle being used was very thin and may have been bent, or flexed, during the suretrak calibration. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.